Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
An impella rp flex device was inserted via the right percutaneous vein in a 67-year-old male patient presenting with acute myocardial infarction complicated by cardiogenic shock (ami/cgs), scai shock stage e, with a history of known coronary artery disease. During implant, the rp sheath kinked and the rp flex could not be advanced. The sheath was swapped out for a different 23f sheath from another kit, and the same rp flex was then implanted without issue using the second sheath. Care was later withdrawn, and the patient expired. The device will be conservatively reported for death; however, the death is most likely attributed to the patient's underlying critical clinical condition as the patient presented in scai shock stage e.

Manufacturer narrative:
The device was not returned; therefore, evaluation and analysis could not be performed. A device history record review was conducted and confirmed the pump passed all post sterile inspection checks. The cause of the hemodynamic instability was not determined due to insufficient clinical details. The cause of the difficult/unable to insert through other device was not determined due to insufficient clinical details and no product return. H6 component coding and investigation type, findings and conclusion coding have been updated based on the completed investigation.

Manufacturer narrative:
Section d4 catalog number was corrected. Section d4 serial number was corrected.